Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin results on a patient with chest pain. The patient was admitted to another facility ((B)(6)). There was no patient information at the time of this report. Return product is available. On (B)(6) 2018, sample a at 12:24 I-stat 4.18, sample a at approx. 18:00 vitros <0.12; on (B)(6) 2018, sample a at 13:56 I-stat 3.36, sample a at 14:15 vitros <0.12; on (B)(6) 2018, sample b at 14:23 vitros <0.12, sample b at 14:33 I-stat 4.00. Per I-stat system manual: art: 714258-00q rev. Date: (B)(6)2018 reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results); reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/22/2018. A review of the device history record confirmed that the cartridge lot passed finished goods release criteria. Retained cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.